Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a patient. This case involves a patient of unknown demographics who received treatment with synvisc one and after unknown latency knee swelled and had extreme pain. No past drugs, medical history, concomitant medication or concurrent condition was reported. On an unknown date in (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection once (dose, indication, batch/ lot number and expiration date: not provided) into an unspecified location. On an unknown date, after unknown latency, the patient's knee swelled and had extreme pain. The patient went back to the doctor and she gave the patient a shot of cortisone. It was reported that it lasted till (B)(6) 2017 (yesterday). The patient was happy. Corrective treatment: cortisone for both the events. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention for both the events.

Event description:
This unsolicited case from united states was received on 17-may-2017 from a patient. This case involves a patient of unknown demographics who received treatment with synvisc one and after unknown latency knee swelled and had extreme pain. No past drugs, medical history, concomitant medication or concurrent condition was reported. On an unknown date in (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection once (dose, indication, batch/ lot number and expiration date: not provided) into an unspecified location. On an unknown date, after unknown latency, the patient's knee swelled and had extreme pain. The patient went back to the doctor and she gave the patient a shot of cortisone. It was reported that it lasted till (B)(6) 2017 (yesterday). The patient was happy. Corrective treatment: cortisone for both the events. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for both the events additional information was received on 23-may-2017. Global ptc number and ptc results were added.